Event description:
Customer stated that the pneumatic hose leaked oil during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required. There was a 10 minute delay in the procedure.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or punctured. The hose assembly was replaced, and additional preventative maintenance was also performed. The device was returned to the user facility.